Manufacturer narrative:
Updated UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This reported has been updated with the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During the removal of the spindle-guide the surgeon detected high resistance. The surgeon was constricted to remove the whole catheter. Once removed the catheter was found broken/ lacerated next to the tip. Repository number: (B)(4). Per affiliate: did the reported event cause any delays in the procedure or surgery over 30 minutes: no; what action was taken to resolve the issue: the device was removed; were there any adverse consequences to the patient: none reported.